Event description:
It was reported while using bd insyte¿ i.v. Catheter 24ga x 0.75in (0.7 x 19 mm) (vialon e) the catheter was found to be damaged. This occurred on 5 occasions. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about catheter tip integrity. According to the customer's report, the catheter tip was found to be damaged. This defect was discovered in at least five products from the complaint lot, of which two will be returned for investigation.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Manufacturer narrative:
The following fields have been updated with corrected and/or additional information: b5: describe event or problem: it was reported while using bd insyte¿ i.v. Catheter 24ga x 0.75in (0.7 x 19 mm) (vialon e) the catheter was found to be damaged. Foreign matter was also found in the fluid pathway. This occurred on 5 occasions. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about catheter tip integrity. According to the customer's report the catheter tip was found to be damaged and contaminated with foreign matter. This defect was discovered in at least five products from the complaint lot, of which two will be returned for investigation. D10: sample received by manufacturer: yes. D10: date received by manufacturer: 23feb2022.

Event description:
It was reported while using bd insyte¿ i.v. Catheter 24ga x 0.75in (0.7 x 19 mm) (vialon e) the catheter was found to be damaged. Foreign matter was also found in the fluid pathway. This occurred on 5 occasions. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about catheter tip integrity. According to the customer's report the catheter tip was found to be damaged and contaminated with foreign matter. This defect was discovered in at least five products from the complaint lot, of which two will be returned for investigation.

Manufacturer narrative:
The following field has been updated with corrected information: b.5. It was reported while using bd insyte¿ i.v. Catheter 24ga x 0.75in (0.7 x 19 mm) (vialon e) the catheter was found to be damaged. This occurred on 5 occasions. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about catheter tip integrity. According to the customer's report the catheter tip was found to be damaged and contaminated with foreign matter. This defect was discovered in at least five products from the complaint lot, of which two will be returned for investigation. After further evaluation of the complaint it has been determined that the previously submitted MFR report# 8041187-2021-01115 was done in error. Foreign matter is not considered to be a reportable malfunction on this complaint.

Event description:
It was reported while using bd insyte¿ i.v. Catheter 24ga x 0.75in (0.7 x 19 mm) (vialon e) the catheter was found to be damaged. This occurred on 5 occasions. There was no report of patient impact. The following information was provided by the initial reporter: this is a report about catheter tip integrity. According to the customer's report the catheter tip was found to be damaged and contaminated with foreign matter. This defect was discovered in at least five products from the complaint lot, of which two will be returned for investigation.